Manufacturer narrative:
E.1. Full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit panel display was flashing. The event occurred during set-up, prior to use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: converter failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the converter failure was considered to have contributed to the occurrence of the customer's indicated event of the display panel flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.